Event description:
It was reported that the patient experienced ineffective therapy and stimulation at wrong location. X-ray confirmed that the patient¿s t12 lead had migrated. As such, surgical intervention took place where in the t12 lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.